Event description:
It was reported that the device had a no disposable alarm. Patient was stressed due to the delay in the delivery of treatment. There has been no report of observable clinical symptoms identified in the patient.

Manufacturer narrative:
Catalog number, lot number, unique identifier (UDI) are unknown. No information has been provided to date. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was not conducted, as no specific product was identified.